Manufacturer narrative:
We, the manufacturer of the device, and our us importer were unable to investigate further into the event of medwatch report #mw5085417 because there is no information identifying the patient, healthcare professional, or address of the laser treatment. There is no information regarding the patient's name, healthcare professional's name, or any relevant contact information. The report does not list a telephone number or email address to contact the patient or healthcare professional. Since we are unable to confirm / obtain additional information about this event, el.en. Can only rely on the relevant details listed in #mw5085417 to perform the evaluation. The investigation carried out based only on the limited information per #mw5081837 made us impossible to determine a conclusion for this event. No remedial action required in case of new information will be made available for this case a follow-up to this report will be submitted in a timely manner. This initial report is to be considered as final report, unless FDA has further questions.

Event description:
On april 18th, 2019, el.en. Electronic engineering spa became aware of an adverse event, reported by us agent (B)(4), that received a communication from the FDA, concerning an adverse event happened to a patient recorded on the medwatch system with report #mw5085417. The patient reported to the FDA (medwatch report #mw5085417), on march 18th, 2019 an adverse event happened to her, following a monalisa touch treatment performed in date (B)(6) 2016. The actual medical device involved in this event was not identified by the patient in the medwatch report mw5085417. Moreover there is no information identifying the patient, healthcare professional, or address of the laser treatment. There is no information regarding the patient's name, healthcare professional's name, or any relevant contact information. The report does not list a telephone number or email address to contact the patient or healthcare professional. Anyway the patient reports that she was diagnosed with post-menopausal atrophic vaginitis and dyspareunia. Her symptoms were vaginal dryness, painful splitting of the tissue in the vaginal area which resulted in burning during urination and occasional (once a month) urinary incontinence. She tried medication without success. She, then was advised from her physician to perform the monalisa touch treatment (the patient affirm to have signed the consent form and descriptive letter in 2016). The patient reported only the brand name of the device which is deka smartxide2 that is manufactured by el.en. Electronic engineering spa and marketed in the united states with 510(k) number k133895. The patient reported in the voluntary medwatch report #mw5085417 to have received the mlt and during the first treatment have suffered pain during the insertion of the probe inside the vagina. Moreover she felt a snapping sound and felt a strong, static-like sensation. The pain and discomfort was justified by the physician with the dryness of the patient's vagina. Despite the pain and discomfort the patient went through, in total, 3 treatments. Following the treatments the patient came back to the physician complaining of increased vaginal discomfort. The patient have an ultrasound performed and the result were normal. The physician who performed the treatment assured the patient that her symptoms were not caused by the mlt treatment. Due to the fact that her symptoms were not improving the patient visited her primary care physician reporting pain/pressure in the left side of the pelvic area. The patient reported that this pressure condition caused her pain during walking/sitting and caused strong incontinence. The patient's primary care physician ordered a CT scan. The CT scan results were normal. The patient than saw a gastroenterologist who performed a colonoscopy. The exam's results were normal except for mild hemorrhoids. The patient saw also an urologist who performed urinalysis and cytoscopy. The results of both the exams were normal except for a slightly narrowing of the urethra. The urologist concluded that the patient was suffering from pelvic floor disfunction and treated with physical therapy with little improvement. The patient was again visited and found scars inside the vagina that were not consistent with her hysterectomy (performed in 1985). An MRI was then performed which noted that l4-5, l5-s1 have degenerative disc disease with no active bony abnormity. The patient went through several other tests and visit from various specialists. The latest diagnosis was interstitial cystitis (a form of pelvic floor disfunction). The patient complaints that pain in the vaginal area have extended in the rectal area through the years with cramping, spasms and urinary incontinence. The patient is now under treatment with the following rx medications: synthroid, vagifem, nortriptyline, mirabegron, gabapentin, elmiron; and the following otc medications: fish oil, restore - ocular multi-vitamin, glucosamine chondroitin + ms, biotin, co-q10, benadryl. We, the manufacturer of the device, requested the cooperation of our us importer (B)(4) located in (B)(4) us, for the investigation on this case. (B)(4) was informed by the manufacturer in date april the 19th, 2019 and immediately started its investigation. (B)(4) also represents us distributor and service center for el.en. Electronic engineering spa medical devices. (B)(4) evaluated the event as reportable because the patient received medical attention and submitted its own MDR report #MDR-1222993-2019-00008 in date may the 7th, 2019. We, the manufacturer of device, became aware of the event on april 18th, 2019 by email from the us agent and, according to 21 cfr part 803.50(2), submitted to FDA an own MDR report in order to submit additional information form the report submitted by the us importer. Moreover, we evaluated the event reportable because the patient received medical attention following the laser procedure. The present report has to be considered also as response to the medwatch report #mw5085417 received by the manufacturer, through our us agent, in date april 18th, 2019.